Manufacturer narrative:
(B)(4). Concomitant medical products: 00630505036 ¿ xlpe liner ¿ 62175538. 00620205020 ¿ shell ¿ 61663552. 65771100900 ¿ femoral stem ¿ 62130249. 00625006535 ¿ bone screw ¿ 62239425. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 01004.

Event description:
It was reported that a patient underwent a right hip revision approximately 5 years post implantation due to unknown reasons. During the revision, the head and liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported that patient underwent a right hip revision approximately 5 years post implantation due to pain, in-vivo corrosion, elevated metal ion levels, pseudotumor, altr, cyst and tissue damage. Findings include obvious corrosion debris throughout the capsule. At lease a grade ii taper corrosion was noted. A cyst was present with the iliopsoas bursa. The head and liner components were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-01423.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected reported event was confirmed by review of medical records noting patient underwent a revision surgery due to pain, corrosion, pseudotumor and elevated metel ion levels. During the revision altr, cyst, and tissue damage were found. A 10ml sample of dark gray colored synovial fluid was sent for cell count and culture using chem strip. Chem strip was equivocal due to the presence of metal debris. Obvious corrosion debris noted throughout the capsule. A cyst was present within the ilioposis bursa. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.